Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn under all three therapy electrodes. A field service representative provided a replacement electrode belt. Follow up indicated that burns are healed but scars are still a little visible.